Event description:
Customer reported device = 14 mg/dl. Customer was "unresponsive/unconscious" spouse called the emergency medical technician (emt) and gave customer glucose and com syrup. Emt device = 365 mg/dl. Emt second device = 114 mg/dl. Emt's treated customer with an IV of d50. Controls were in range. A request was made for return product and replacement product was sent.